Manufacturer narrative:
Manufacturer ref: (B)(4). Baxter received and evaluated the device. The eval did not experience the reported false upstream occlusion alarms, however, this condition was confirmed through review of the event history log. The unit was inoperable due to a constant unrelated system error. The upstream sensor was replaced as a known contributor to false upstream occlusion alarms.

Event description:
It was reported that a spectrum pump was alarming falsely for upstream occlusion. It was also reported that there was no pt injury.